Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient developed a rash and sores from the lifevest. The patient's physician instructed the patient to use cortisone cream and also prescribed the patient an additional unknown cream. Follow up indicated that the rash was less itchy but still present. The final medical outcome is unknown.